Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was low at 47 mg/dl. The customer treated with honey and jelly beans and declined troubleshooting. The customer reported that the low blood glucose was due to bolusing based on the sensor reading and not a finger stick. The blood glucose rose to 364 mg/dl. The insulin pump was not replaced or returned for analysis.